Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9076761, medical device expiration date: 2024-02-29, device manufacture date: 2019-03-17, medical device lot #: 9070752, medical device expiration date: 2024-02-29, device manufacture date: 2019-03-11. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 1 ml bd slip tip syringe with attached needle was unable to draw because the plunger was stuck. This was discovered during use. The following information was provided by the initial reporter: material no.: 309597 batch no.: 9076761 and 9070752. It was reported that the caregiver was unable to draw the gattex solution out of the vial because the plunger was stuck. 7 syringes were used with the same issue. He was able to use another product on hand. No ae or other information has been reported. Per shire complaint record report: caregiver son reported having difficulty with the sub- q syringes. Caregiver indicated when he inserted the sub - q syringe into the gattex vial, he was unable to draw the medication out due to sub-q plunger being stuck. Unfortunately, he wasted 7 sub - q syringes and was able to use other product in hand. No ae or other information available at this time.